Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A hemodialysis patient experienced an allergic reaction which was manifested by urticaria and a sharp decrease in blood pressure. It was reported the patient used the baxter exeltra product for two-three weeks without incident. The patient was pretreated with solu-cortef 80mg and therapy was initiated using the exeltra dialyzer. Approximately two minutes into therapy the patient experienced severe hypotension. The nurse stated ¿as soon as the blood hit the machine¿ the event occurred. Treatment was immediately discontinued and the patient was treated with intravenous fluids and recovered. The nurse reported ¿they had rinsed the patient¿s blood back with normal saline and returned it to the patient¿. Once they had disconnected the patient, the blood pressure came back to normal and the therapy was ended. There was no blood loss to the patient. The nurse reported no other changes had been made to skin disinfectants, cleaning procedures, bicarbonate settings, or other products used during therapy. No additional information is available.

Manufacturer narrative:
The sample was not returned for evaluation, therefore a device analysis could not be performed; however, nipro performed a batch review and there were no deviations found related to this reported condition during the manufacture of this lot. Additionally, nipro performed biologic testing (acute toxicity, pyrogen, intradermal and hemolysis tests) on retained samples from this lot and no abnormality was found in the findings of the biological tests performed. Should additional relevant information become available, a supplemental report will be submitted.